Event description:
It was reported that this right ventricular (rv) lead showed non physiological noise that was over sensed. Furthermore, inappropriate anti-tachycardia pacing (atp) was delivered due to this over sensing. The patient reported feeling tired during the days prior to the observed lead behavior. The rv lead was explanted at a surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.